Event description:
It was reported that the customer had high blood glucose levels of 397 mg/dl. The customer reported being brought to the emergency room of the hospital. The customer reported that the insulin pump alarmed no delivery multiple times. The customer reported changing the infusion set and reservoir on the insulin pump. The customer declined troubleshooting. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).